Event description:
The patient reported they are disabled, paralyzed, and has major issues. Patient stated they have implanted devices for pain, spinal, and interstim. Patient does not have any idea who did the surgeries, and no doctor will admit to the surgeries. Patient has no external control devices and thinks there was a major security breach causing major side effects. Patient thinks maybe the leads have migrated or frayed. Patient had a CT scan showing implantable devices, but no one is admitting to doing it. Patient has seen multiple doctors but not getting any help. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).